Event description:
It was reported that the customer was having issues when changing the battery on the insulin pump. Customer stated the insulin pump resets itself. Customer's blood glucose was 244 mg/dl. It was found in the alarm history the insulin pump alarmed unexpected restart and external ram crc error. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.